Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null . Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature entitled "charnley low frictional torque arthroplasty: clinical developments¿ was reviewed for MDR reportability. Between (B)(6) 1962 - (B)(6) 1990, 1092 hips were implanted with a cemented (unknown cement) thompson stem, large head and thin shell of a ptfe used as a press-fit against the prepared acetabular bone. Depuy acquired this system in 1990 - since the study went until (B)(6) of 1990 a complaint will be created for the following revisions noted. Revisions: dislocation- 4 hips, infection- 22 hips. Aseptic cup loosening- 167 hips, aseptic stem loosening - 70 hips (unknown interface), stem fracture- 22 hips (unknown time frame).